Event description:
It was reported that during a cholecystectomy procedure, the generator received a handpiece error. A second handpiece was tried and gave both a handpiece error and instrument error during the pre-run test. A gen01 was used to finish the case with no pt consequence.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.